Event description:
The psychologist reports patient with parkinson's disease has developed confusion and delusions with reports of psychotic episodes subsequent to dbs system implant and system activation in 2006. The patient was reportedly hospitalized and admitted to a psychiatric unit two months later for one month prior to the reported event. The current patient status is unknown. The hcp attributed the reported patient complications to the dbs system and stated the patient did not have any of the psychiatric symptoms prior to bilateral dbs placement. The manufacturer physician consultant suggested shutting off the devices for 48 hours to see if the psychiatric symptoms resolve; the action is pending family consent. Additional information has been requested. No report of device explantation has been received by the manufacturer. A follow-up report will be sent when additional information has been received.